Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the implantable neurostimulator (ins) battery was dead and there was burning at the ins site. There were no falls reported that might have been related to the event but the patient lost weight. The rep was able to clear the power on reset (por) message and read the ins. The issue was not resolved at the time of the report, it was unknown if surgical intervention was planned and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was notified on (B)(6) 2018, but the patient said it had been dead for months. The cause of the dead battery and por was that the patient failed to charge. The cause of the burning sensation was undetermined; however, the patient had lost some weight. The event did not impact the user. No further complications were reported.